Manufacturer narrative:
The customer¿s request for an event log review related to the patient becoming hypoglycemic was completed; there was no allegation of a pump or programming error. The pcu event log showed that at 10:17 am on (B)(6) 2016 the pump module was programmed to infuse insulin 280unit in 250ml at 7.5ml/hr (7.5unit/hr). Beginning at 11:28 am the dose was increased multiple times ranging from 10.7units/hr to 50 ml/hr at 8:46 pm. The dose was subsequently titrated up and down several times. At 3:15 am on (B)(6) 2016 the device was channeled off for approximately 2 hours. At 5:14 am the infusion was restarted at 0.8unit/hr. At 5:57 am the device was channeled off. The volume recorded as being infused during this period was 418.695ml. At 7:11 am, a basic infusion was programmed at 50ml/hr. At 8:55 am, the rate was changed to 100ml/hr. At 3:56 pm, the rate was changed back to 50ml/hr. At 4:49 pm, the device was channeled off. The volume recorded during this period was 826.74ml. The device and tubing were not returned for investigation. The root cause of the reported event could not be identified. Devices not received, log review only.

Event description:
The customer reported that due to a blood glucose value of greater than 400 mg/dl an insulin infusion of 280 units/280 ml was started at 7.5 units/hr. The patients' blood glucose did not respond to the initial dose so the infusion was increased and titrated on an hourly basis to a maximum dose of 50 units/hr. When a new bag was hung "the blood glucose responded rapidly to the high flow rate." The patient became hypoglycemic with a blood glucose level of less than 40 mg/dl and was placed on a hypoglycemia protocol which included a bolus of d50w.